Event description:
N/a

Manufacturer narrative:
(B)(4) updated sections. The device was returned to the factory for evaluation on 01/21/2025. An investigation was conducted on 02/21/2025. A visual inspection was conducted. Only the delivery device with the seal and tension spring assembly was returned for evaluation. The seal and tension spring assembly was observed to be loaded into the delivery device. The white plunger of the delivery device was observed to be depressed and the blue safety lock was observed to be off, which allows for the white plunger to be depressed. The seal was observed to be in a deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches; the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught in the loader, so loading was not performed properly, and only the delivery device handle came off. This product was judged to be defective, so a new product was used and the surgery was successfully completed. The procedure was delayed approximately 20-30 minutes. The patient's condition is normal,

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.